Event description:
The customer originally reported that the device stopped working after 15 minutes of usage. There was no reported pt injury or blood loss. The device was returned with a piece of the waveguide disengaged. The customer reported that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.